Event description:
The customer reported to corporate product surveillance of an clearlink duo-vent continu-flo solution, product code 2c8541, lot number r10i07228, in which one of the lower port would not infuse with the unknown syringe. The condition occurred in the anesthesia department. There was no patient injury or medical intervention reported. No additional information was available.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device is not available for evaluation. Should any additional information become available, a follow-up report will be submitted.